Manufacturer narrative:
The reported events of failure to capture and r-wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited intermittent capturing issues. The physician decided to place the lead in a different location, however the right ventricular lead exhibited a high capture threshold and low sensing issues. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.